Event description:
Microselectron is a computer guidance instrument used as a radiation treatment device. This device has specific computer info that is transferred into the controller by the use of a data card. When the facility placed the data card for a pt, the controller had a reading problem. Instead of reading a radiation of 5032 sec it was reading a radiation of 5476 sec. Pt was not injured because the problem was found before treatment. Facility considers this event to be a product problem.